Event description:
During planned removal of a catheter from the left neck, the introducer sheath partially fractured. Interventional radiologist noted that chest radiograph demonstrated that catheter fragment within the left neck with distal tip extending into the mediastinum, presumably the left brachiocephalic vein. Removal unsuccessful due to the friability of the catheter and multiple fregmentations. The sheath is still present in the left internal jugular vein and extending in to the innominate vein. Xray on 12/2000 revealed the catheter fragment overlying the left mid thorax. The radiologist reported that the catheter is "presumably outside the pt, but possibly a fragment within the pulmonary artery (unlikely based on its configuration). Immediately after event to cordis and removed all like devices from stock and pyxis machines. Cordis rep was notified via telephone and faxed copy of this report. Clinical history: left internal jugular vein access sheath fractured upon removal. Retained catheter fragment within the left internal jugular vein. Procedure and findings: due to the patient's clinical status, informed consent was obtained from a family member. Review of the most recent chest radiograph demonstrates a catheter fragment within the left neck with the distal tip extending into the superior mediastinum, presumably within the left brachiocephalic vein. Ultrasound was used to interrogate the left neck area showing that the catheter fragment was entirely intravascular. No portion of the catheter lied outside of the lumen of the left internal jugular vein, therefore, and intravascular retrieval was necessary. The right groin was prepped with betadine and the intervening soft tissues anesthetized with 1% lidocaine. The right common femoral vein was punctured and a #6 french vascular sheath inserted over a guidewire. A #5 french multipurpose catheter was then advanced over a guidewire and used to select the left brachiocephalic vein. Over end exchange guidewire, the 20.0 mm amplatz snare catheter was advanced to the left brachiocephalic vein. The catheter end was then easily snared and withdrawn into the superior vena cava. At this point, the snared end of the catheter fragmented despite very mild snare pressure and minimal manipulation. The large catheter fragment then embolized through the heart into the left pulmonary artery. The smaller fragment embolized into a left lower lobe pulmonary artery branch. This was approximated at 5.0mm in size. At this time, the snare system was removed and a #5 french pigtail catheter advanced over a guidewire. This was deflected across the tricuspid valve and advanced into the left pulmonary artery. The pigtail was exchanged for the snare catheter and the 20.0mm amplatz snare placed. Once again, the end of the catheter was snared and the catheter withdrawn through the heart and into the inferior vena cava. Again, despite very mild snare force, the catheter fragmented completely at the level of the inferior vena cava. The large fragment then drifted distally and embolized into the main left pulmonary artery. The snare system was then removed and replaced with the pigtail catheter deflected across the tricuspid valve and used to select the left pulmonary artery. An exchange wire was then placed followed by replacement of the snare catheter system. Once again, the catheter was snared at one end and extracted from the pulmonary artery through the heart and into the inferior cava. As the catheter fragment approached the right groin sheath, it once again disintegrated, leaving a larger fragment and a small 5.0mm fragment. Fluoroscopy at this time shows that the larger catheter fragment drifted into a left upper lobe pulmonary artery branch and the small fragment into a lower lobe branch. Based on the behavior of the catheter fragment and fragmentation despite very minimal snare pressure an very ginger mainipulation. Facility decided against attempts at another catheter retrieval due to almost certain repetition of the snare, partial retrieval, and fragmentation scenario. With the largest fragment in a left upper lobe pulmonary artery brach, the largest catheter fragment should be stable in this position and probably will be of no clinical concern to the pt. Digital fluoroscopy over the chest shows stability of the smaller fragment as well. The pt tolerated the procedure well without immediate complications. No arrhythmias, shortness of breath, or alterations in the hemodynamic monitoring were present during and after the procedure. Facility has spoken with dr and explained the outcome with recommendations for antibiotic therapy to maintain sterility of the catheter fragment. Impression: initial venous ultrasound examination confirming complete intravascular location of the large catheter/sheath fragment within the left internal jugular vein and left brachiocephalic vein. Successful snare of the catheter fragment via a percutaneous approach, but unsuccessful explantation due to severe friability of the catheter and multiple fragmentation. The behavior of the catheter material is extremely unusual, therefore, it is presumed that the catheter material is intrinsically defective. This would also account for the fragmentation of the sheath during attempts at removal last evening in the intensive care unit.